Manufacturer narrative:
The replaced wire harness has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the device is returned (post evaluation) or if additional information is received. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 281 occurs when a processor has timed out in a state in startup sequence. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the arms on the patient side cart. System error code 30 occurs when a wheel has reached a maximum number of hardware detections. System error code 25553 occurs when the system has detected a hardware error occurred on a local rac. Upon determining these conditions, the safety systems put da vinci si in a nonrecoverable safe state. As of 12-22-2015 there have been no reported recurrences of the issue at this hospital this complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, while docking to the patient the site experienced system error code 281. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system logs by the isi technical support engineer found that system error code numbers 25553, 308 23 and 30 occurred and were related to the endoscopic camera manipulator (ecm) arm. The site emergency powered off the system twice; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. The investigation performed by the isi technical field specialist reproduced the customer reported issue and determined that the system error codes experienced by the site were associated with wire harness in the ecm to remote arm controller (rac). The tfs replaced wire harness to repair the system. The ecm is the camera arm located on the patient side cart (psc), which provides the sterile interface for the 3d endoscope. The rac consists of five printed circuit assembly (pca) board which operate together to provide control of the system arms.